Event description:
Reportedly, the device was implanted on (B)(6) 2014 and being programmed to safer mode at the end of the implantation procedure. During the post implantation follow-up ((B)(6) 2014), it was noticed that the ventricle chamber was stimulated by the device, which was not reportedly appropriate for this patient. In addition, the message stating that the device memory is not active was displayed to the user (aida memory not active). It was reported that both observed issues were solved automatically two days after implantation. An analysis is requested.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Please refer to the attached investigation report.

Event description:
Reportedly, the device was implanted on (B)(6) 2014 and being programmed to safer mode at the end of the implantation procedure. During the post implantation follow-up ((B)(6) 2014) ventricular pacing was observed (according to the technician, the patient not being in a state that required ventricular pacing). In addition, the message stating that the device memories are not activated was displayed to the user. It was reported that both observed issues were solved automatically two days after implantation. An analysis is requested.